Event description:
The 8fr sheath used for groin for access. Angiogram findings of right common artery revealed evidence on rm2 occlusion and hard calcified plaque. Proximal right internal carotid artery with flow-limiting 80% stenosis. A working cath could not be advanced through the stenosis so balloon angioplasty and carotid stenting was done first. Post stent angiographic reveals much improved antegrade opacification into the internal carotid artery with 35% residual stenosis. Repeat cerebral run reveals right m2 occlusion after confirming the occluded vessel, a red62 aspiration catheter over a velocity microcatheter over a synchro standard microwire was then introduced through bmx96. Roadmap guidance, the catheter system was advanced to the face of clot. After removing microcatheter system, flow was reversed using penumbra suction device via sofia aspiration catheter. Following, tici2b reperfusion was achieved. There remains persistent occlusion of right m2 branch yielding m3 branch partial persistent occlusion. The decision was made to perform the subsequent attempt with a stent retriever (solitaire 3mm x 40mm), which was deployed from m3 in to distal m1 segment of middle cerebral artery. Aspiration was initiated via the sofia intermediate catheter which was positioned in the proximal right m1 segment of the middle cerebral artery. Approximately 90 seconds after deployment of the stent retriever, the device was removed in conjunction with simultaneous aspiration via the sofia catheter. As the stent retriever was being removed, the distal tip became intertwined with the carotid stent and became stuck. Despite gentle maneuvers to untangle the stent-retriever, the distal tip broke in which remained attached to the carotid stent. Despite the presence of carotid stent, the reason that the stent-retriever was not captured into red62 aspiration catheter was due to the risk of breaking loose the captured clot on the stent-retriever, causing shower emboli. Resulting in complete occlusion of the right internal carotid artery at the mid-stent. Procedural imaging and post procedure brain imaging.